Event description:
A pt (age and gender unk) underwent a therapeutic procedure for placement of a wallflex enteral colonic stent. The wallflex metal stent would not re-constrain post deployment. This may have caused the delivery system to grab a stent flange upon removal of the delivery system and dislodge the implanted device. It is unknown if there was confirmation of dislodgement. Numerous attempts to obtain additional information regarding this event have been unsuccessful. No further information is available at this time.